Event description:
The customer reported that the v60 ventilator had powered off by itself. The device was sounding an alarm several times with the screen remaining dark; the customer could not confirm what alarm was being heard. The device was in clinical use when the issue occurred. The patient was moved to a different v60 ventilator. There was neither delay in therapy nor medical intervention reported. No patient impact and/or harm reported. The investigation is ongoing.

Manufacturer narrative:
(B)(6).